Event description:
The ureteroscope was introduced inside the pt by means of the guidewire with no problems. Doctor then tried to pass the laser fiber and it would not pass. The procedure was aborted. Pt came back a week later and the procedure was completed.